Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump revealed the presence of deposition; however, a direct correlation between the evaluation findings of the returned device and the reported infection could not be conclusively determined. Examination of the interior of the inlet tube revealed the presence of a white/red tissue-like deposition adhered near the proximal edge of the textured blood-contacting surface. In addition, a red tissue-like deposition was found adhered to the distal edge of the inlet tube and extending through the proximal-side of the inflow graft, which appeared consistent with a collapsed biological lining that likely would not have significantly obstructed blood flow during support. The structure of the depositions observed in the inflow cannula suggests that they developed in the locations in which they were found. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a red tissue-like deposition situated adjacent to the bearing ball and in contact with one stator blade. The deposition lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. Although a duration of time for which it was present in the pump could not be conclusively determined, the deposition was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed depositions within the device. The depositions could not be conclusively correlated to the reported infection. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The device passed electrical and functional testing. Device thrombosis and infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-01372 for the patient¿s previous report of report of pump exchange due to infection. (B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lvad was explanted due to chronic driveline infection and ¿deep lvad infection.¿ after several years on lvad support, it was observed that the patient had significant improvement of ventricular function. It was reported that the patient had multiple complications due to lvad related infection. After a pump exchange on (B)(6) 2016, the infection recurred with the newly implanted pump. The weaning protocol was initiated, and it was reported that the patient tolerated very well. With significant improvement of the patient¿s heart function, the decision was made to proceed with explant of the lvad on (B)(6) 2016.